Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It as reported that a spectrum pump displayed system error 345. Any patient involvement, injury, or medical intervention is unknown.

Manufacturer narrative:
The device evaluation was completed for the reported event of system error 345. A device history review revealed no issues that could have caused or contributed to the reported event. Visual inspection was performed and no issues were noted. Device functionality testing was performed and observed an ec 345 while running a loaded set. The reported event was verified by the presence of system error 345 found during a review of the event history log. The cause was determined to be a failed downstream sensor. The downstream sensor was to be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.